Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that over the past year there has been events where boluses were delivered and did not show in the pump history. Customer's blood glucose level was not impacted.